Event description:
The patient claimed that he had low blood glucose on (B)(6) 2011 due to a date/time reset issue. At the time of concern, he felt dizzy and confused. Reportedly, he was able to take self treatment with food/drink. The patient indicated that a few days later, he noticed that his time was off. The patient felt that since the am/pm was reversed, he was receiving more insulin than he should base on the basal setting. During troubleshooting, the patient reported the am/pm issue occurred twice that week. There was no product misuse. The patient was informed about the internal battery issue which cause the date/time reset. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. However, in this complaint, the patient incorrectly programmed the am/pm, and subsequently developed the alleged symptoms. This complaint is being reported due to use error and because the patient had symptoms suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
(B)(4).